Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported bleeding. Lot release records were not reviewed as the lot number was not provided.

Event description:
Customer reported seeking medical treatment at the emergency room for bleeding that occurred during and after pod removal. No abnormal blood glucose values or diagnosis was reported.